Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The tse recommended replacing the solenoid valve and performing testing. The customer reported they replaced the solenoid valve, performed tests, and the ventilator passed all tests.

Event description:
It was reported that, during patient use, a ventilator generated an error message and became inoperable. The patient was transferred to another ventilator without harm.